Event description:
Pt called stating that she was having problems with both crono pumps (sn (B)(4), mnt due (B)(6) 2018 and sn (B)(4), mnt due (B)(6) 2018). Pt states that she was getting an occlusion alarm and had to change out both pumps but one was able to start running again. Pt states that the medication was off for a "few hours" but restarted and has not had any worsening symptoms. No other info known. Device malfunction: the reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 70.1 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.